Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The field service engineer (fse) cycled the device in the user mode, which displayed the reported alarm behavior. The fse found the exhalation corner assembly loose and secured to manufacture torque specifications, which resolved the reported event. The fse performed the operational verification of the device, which passed and returned the device back to the customer for use.

Event description:
The customer reported an unresolved "circuit disconnect" alarm during patient use on this avea ventilator device. The customer stated no patient harm or injury was associated with this event.